Event description:
An attempt was made to calibrate a paratrend 7 fl sensor (lot #716-093) in order that it may be used on a pt. The sensor failed to calibrate and was therefore not used on a pt. The sensor and associated tonometer, in which the sensor is retained during transportation and calibration, were returned to diametrics medical ltd for routine investigation. There was no report of any injury to the pt.